Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pin with a plastic fragment stuck to it broke off in mouth. [Device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, a pin with a plastic fragment stuck to it broke off in mouth from the oral-b brushhead, version unknown. No symptoms developed.